Event description:
The customer called to report that she has had multiple motor error alarms. The customer stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump passed the displacement test. However, the customer found that the drive support cap was flush. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No failed battery test alarm noted. The insulin pump passed the displacement test, self test and basic occlusion test. All operating currents are within specification. Off no power alarm functions properly. No motor error alarm noted. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test.